Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after 4 partial recaptures and redeployments the device was finally in an acceptable position. The device was released from the core wire and successfully implanted in the laa of the patient. Five to ten seconds after the device was released the physician noted that there was an echogenic density/thrombus on the face of the device. The patient did not experience any consequences as a result of this event and the procedure was ended. The physician planned to begin the planned heparin drip post procedure and later in the day the planned anticoagulation medication would be started. The plan was to monitor the patient for 24-48 hours inpatient.